Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what were the indications for surgery? Sigma diverticulitis iii. What is the healthcare professional¿s experience with the device? 10 years regular use. Where in the green gap setting scale was the indicator located prior to firing? In lower third of scale of indicator strips. What confirmation was received that the firing sequence was completed? Typical knack was heard and felt. Were the donuts and washer inspected for a complete transection? Yes. Was a leak test performed? If so, what were the results? Yes 2-3 times, sufficient during the reoperation, what was found and what was done to fix anastomosis? Anastomosis open, 20% of circumference dorsal left, closed with pds suture. Were there any malformed staples identified? If so, please describe their shape and location. No what is the current patient status? Patient was hospitalized for a longer time - temporarily in intensive care.

Event description:
It was reported that during a lap sigma surgery, on the 1st postoperative day, the anastomosis was leaking. They had to reoperate.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2018. Additional information obtained: the device has been destroyed and will not be returned.